Manufacturer narrative:
Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 36.9-37.1 cm from the distal tip consistent with lead friction to the device can or another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.